Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of slow boot and slow operation and the hard drive was reconfigured and the software reloaded as a result. It was further noted that the link electronic module printed circuit board assembly was replaced and calibrated due to electrocardiogram connector damage, and that a broken left keyboard hinge was also replaced. (B)(4)

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer was showing more then 5 minute delays to boot up. Another programmer had to be used. The programmer will be returned for repair. There was no patient involvement.

Event description:
It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.